Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.

Event description:
The event is reported as: complaint alleges that the material is split and cracked on the tracheal side of the connector. Alleged defect found during incoming inspection. No patient involvement reported.